Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral intervention procedure. Reportedly, after the sutures of the proglide were deployed, the foot could not be retracted. The device became stuck and the distal sheath broke off and remained in the patient anatomy. A cut down surgery was performed and the device was removed. It was noted during the cut down that the posterior foot had broken off. Hemostasis was achieved with surgical suturing. The patient was under general anesthesia for the entire procedure. There was a clinically significant delay in the procedure due to the need for the cut down surgery. Additionally, hospitalization was prolonged. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide detachment was confirmed. The reported device entrapment and retraction problem could not be replicated in a testing environment as they resulted from procedure circumstance. The reported foot detachment was not confirmed as the device was returned with the foot intact. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.